Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. They reported that there was no pt harm or injury as a result of the event. The nelicor puritan bennett customer service enginer (cse) inspected the device and replaced the safety valve.